Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl).

Manufacturer narrative:
Event description continuation of d10: product ID bard 28 mm cristal balloon(lot: na); product type: dilation balloon; product ID edwards insufflator (lot: na); product type: inflation device; device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, the post balloon aortic valvuloplasty (bav) was performed due to moderate aortic insufficiency. A non-medtronic semi compliant 28 millimeter (mm) balloon (bard cristal balloon) was used with one inflation for 3 - 5 seconds. A non-medtronic inflation device (edwards insufflator) was used.

Manufacturer narrative:
Corrected b5. Corrected h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information was reported that the patient's hemodynamics were compromised with a drop in pressure due to the severe central ar following the valve rupture.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Two static images and mpxr questionnaire were provided for review. The patient¿s executive summary was not provided for anatomical review. It was reported that a post implant dilatation was performed with a 28mm semi compliant balloon, which caused severe central aortic regurgitation. The inflation pressure is unknown. It is stated in the instructions for use (IFU) that to mitigate trauma to the evolut tav bioprosthetic leaflets, the maximum balloon size chosen for dilatation using a non-compliant balloon should not exceed 1 mm more than the transcatheter aortic valve (tav) waist diameter with an applied inflation pressure of no greater than 2 atm. Over-expansion of the narrowest portion (waist) of the evolut pro+ tav beyond the levels set forth has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. Subsequently, a second valve was implanted resolving the central aortic insufficiency. In this case, since the inflation pressure is unknown, it is possible that the inflation pressure exceeded 2 atm which would contribute to damage of the leaflets. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011794646); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: 0011789743); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed. Severe central aortic regurgitation was visualized due to a valve rupture. A second valve was urgently implanted with a successful final result. No additional adverse patient effects were reported.